Manufacturer narrative:
Final analysis found the power supply defective.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the programmer was working but smelled of burned components.